Event description:
Medtronic received a report that a phenom 27 microcatheter was guided to the target location (distal portion), and after preparation for deployment of the pipeline flex with shield technology stent (ped2-375-18), resistance was felt when transferring from the stent sheath to the catheter side. When an attempt was made to advance as is, the stent stacked/became stuck within the proximal end of the catheter, and retrieval was also difficult. It was noted that the pushwire proximal was stuck. The microcatheter was removed together with the stent. A new phenom 27 and pipeline ped2-375-16 were used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid (ic) c linoidal cerebral aneurysm (bouthillier classification c5) with a max diameter of 6.1 mm and a 5.0 mm neck diameter. Lumbar size was reported as 6.1 mm max diameter of the tubercle and 5.0 mm neck diameter of the tubercle. The landing zone arterial diameter was 3.5 mm distally and 3.6 mm proximally. Right femoral artery access vessel diameter was 8 mm. Vascular flexion was noted as weak. The angiographic result post procedure showed no particular problem. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield, stuck inside the phenom 27 catheter, was returned inside a bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined, and no damage was found. The catheter body was found to be accordioned from 7.0cm to 12.2cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex shield was returned stuck inside the phenom 27 catheter. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that a high force was likely applied. This damage may have occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The vessel tortuosity encountered during the procedure was moderate. The cause of the resistance experienced was not determined.